Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported the procedure was to treat a lesion in the external iliac artery. During deployment of the 7.0x100mm absolute pro stent, after 5cm of deployment, the thumbwheel stopped and could not be advanced further. The physician opened the handle and after several attempts, the stent was able to be deployed. During deployment the stent was extended (from the external iliac artery to the proximal common iliac artery) so the stent was covering a long part outside of the target lesion that was not supposed to be stented. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual inspection was performed on the returned device. The deployment difficulty, resistance and stretched stent was not confirmed as the stent had been fully deployed and was not returned and the device was returned disassembled. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation was unable to determine a cause for the reported difficulties. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initially filed report, the following information was received: the stent stretched during deployment. No additional information was provided.